Event description:
The customer reported the tissue pad of the subject device was partially peeled off and damaged during a laparoscopic hernia repair procedure. The procedure was completed with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, the tissue pad was worn and part of the tissue pad was peeled away. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications for ultra-sonic output and appearance at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was worn away because ultrasonic output was possibly activated when the grasping section was not grasping anything (including after tissue resection). However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings which may help to prevent the issue: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating". "When cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.